Event description:
A hydrothermablation procedure set was used during a hysteroscopy procedure. According to the complainant, during the procedure, there was a leak that could not be stopped. The leak was in the cervix during the hysteroscopy, 2 tenaculum stabilizers were placed without any improvement. There was no overdilation. The procedure was aborted and they completed with a balloon ablation. Follow up information was received on 25aug09, confirmed that the cervical leak took place when the system was at room temperature. Heating had not started as the doctor was unable to obtain a tight seal. There were no alarms or error codes during this phase and no internal absorption was noted. Cervical tissue was patulous. No dilation and curettage was carried out prior to the procedure. The procedure was completed with a different device and there were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device is available for return, but has not yet been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).